Event description:
A customer reported the adc freestyle libre 2 reader would not turn on by button or by test strips. On 13jun2021, as a result, the customer experienced sweating and numbness of hands and was provided glucose tablets and gatorade by their wife for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with a button press. Therefore, this complaint was not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 reader would not turn on by button or by test strips. On (B)(6) 2021, as a result, the customer experienced sweating and numbness of hands and was provided glucose tablets and gatorade by their wife for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.